Manufacturer narrative:
After battery installation, the display froze at the minimed logo due to a problem isolated to electronic board. The pump also had minor scratches on the lcd window, case and keypad overlay.

Event description:
The customer reported via phone call that they had an error on the insulin pump. Customer reported they were unable to disconnect from the insulin pump as a result. Customer stated there was an error 24 message. It was also found the insulin pump prompted the customer that the battery was not compatible. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.